Event description:
It was reported that stent size was not accurate as the label. Two 75cm 22x70/10f wallstent endoprosthesis stents were used for treatment. However, the physician felt that the stent was too long and was not accurately same size as the label on the box. The stent was retracted and removed from the patient's body. The device was then deployed on the table to determine the size. The procedure was completed using an alternate device. No complications were reported.